Manufacturer narrative:
Due to the limited amount information provided in this incident, no clear conclusion can be made. However, it cannot be excluded that consequences of the dementia the patient reportedly suffers might have been related to the dislocation.

Event description:
It was reported that revision surgery was performed due to dislocation.